Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to fluctuations in pump power and estimated pump flow. The patient was asymptomatic. Due to the unclear pump power and estimated pump flow situation, lysis therapy was started. After lysis therapy, the pump parameters returned to normal. The patient was discharged home on (B)(6) 2017 in stable condition. No additional information was provided.

Event description:
Additional information/clarification regarding event description: in addition to the fluctuations in pump power and estimated pump flow observed in the system controller log file, audible and visual alarms for ¿flow fluctuation¿ (+++) were also reported. During the lysis therapy initiated due to a cause for the power and flow fluctuation being clear, the patient reportedly experienced a fever. A blood culture was taken which was positive for staphylococcus lugdeunsis. The patient was treated with intravenous (IV) long term antibiotics for the infection. The source of the infection was unclear; however, there were no signs or symptoms of a driveline or pump pocket infection. After lysis therapy, the pump parameters returned to normal and the patient was discharged home on (B)(6) 2017 in stable condition. The device remains in use supporting the patient. No further information was provided.

Manufacturer narrative:
Analysis of the submitted log files confirmed several transient elevations in power and flow; however, a direct correlation between device and these findings could not conclusively be established through this evaluation. The first submitted log file contained approximately 8 hours of data captured on (B)(6) 2017. Events indicating intermittent elevations in power (up to 13 w) and estimated flow (up to 12 lpm) were recorded that resulted in the flow display to blank (+++). The second submitted log file contained data from (B)(6) 2017 at 03:05:03 through (B)(6) 2017 at 20:16:27. Transient elevations in power (up to 11.8 w) and estimated flow (up to 11.9 lpm) were captured on (B)(6) 2017, (B)(6) 2017. Additionally, the report that the flow estimator high limit was exceeded (+++) was confirmed. The third submitted log file contained new data (B)(6) 2017 at 21:00:02 through (B)(6) 2017 at 16:31:22. Transient elevations in power (up to 11.2 w) and estimated flow (up to 12.0 w) were captured on (B)(6) 2017. These elevations appeared to resolve, as power ranged from 4.9-5.9 w and estimated flow ranged from 3.7-5.6 lpm from (B)(6) 2017 at 3:12:06 through the end of the file. The report that the flow estimator high limit was exceeded (+++) was also confirmed in this file. Peripheral thromboembolic events and device thrombosis are listed in the instructions for use (IFU) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Although this IFU also lists infection as an adverse event, the account reported that there were no signs or symptoms of a driveline or pump pocket infection and that the source of the infection was unclear. Pump speed, power, flow, and pi are also addressed in this IFU. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also explains that if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow displays ¿+++¿ or ¿---¿ to prevent the display of inaccurate flow information. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines the recommended anticoagulation therapy and inr range. No product was available for evaluation. The device remains in use supporting the patient and was not available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.